Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric pts or others with small femoral artery size (<4 mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.

Event description:
It was reported that approx four hours after angio-seal deployment, while the pt was in the medical ward, they experienced a muscle spasm at the puncture site. The hosp staff nurse massaged the puncture site and also visually confirmed that there was no hematoma or bleeding. The pt was prescribed analgesics (type and dosage unk). There were no adverse pt consequences experienced.